Event description:
It was reported that pt underwent total right hip replacement in 2006, in which he received a durom cup acetabular component. Post-op, pt has been experiencing pain and may need to be revised, though it is not yet scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.